Manufacturer narrative:
A review of the device lot history record indicated the device was manufactured to specifications. The non-conformances would not have contributed to the occurrence. The lot produced a total of 4 devices. Per the device lot history record, all devices released for distribution met the final inspection specification requirements. The a lot for the flange had (B)(4) and (B)(4) associated with it. Per the hra, the flanges conformed to the existing specifications and were deemed safe for continued incorporation into the efp device. A review of the cbi complaint database did not reveal any additional complaints involving the reported lot number. However, the a lot for the complaint flange is the same a lot as (B)(4). The complaint device is expected to be returned for evaluation. A root cause is not yet available as the investigation is ongoing.

Event description:
As reported to customer relations via complaint form "when the doctor was trying to insert the flange into the transfer tube, the nitinol ring broke through the silicone disc."

Manufacturer narrative:
A review of the device lot history record indicated the device was manufactured to specifications. The non-conformances would not have contributed to the occurrence. The lot produced a total of 4 devices. Per the device lot history record, all devices released for distribution met the final inspection specification requirements. The a lot for the flange had 2023-ncmr-00039 and hra-2023-00002 associated with it. Per the hra, the flanges conformed to the existing specifications and were deemed safe for continued incorporation into the efp device. A review of the cbi complaint database did not reveal any additional complaints involving the reported lot number. However, the a lot for the complaint flange is the same a lot as (B)(4). The complaint device is expected to be returned for evaluation. A root cause is not yet available as the investigation is ongoing. Update. The returned device was evaluated by engineering. The following findings were noted: an enterocutaneous fistula plug (efp) was returned to cook biotech after the flange component broke during the transfer tube loading procedure outlined in steps 29-30 of the associated instructions for use (fp0069-01j). When the operating physician compressed the flange to load it into the transfer tube, the encapsulated nitinol ring of the flange broke through the octagonal polyurethane disk ((B)(4)). Upon visual inspection at cbi, it appears the nitinol ring has become fully separated from the polyurethane coating on two adjacent sides, and partially separated on a third side, exposing the nitinol ring." The root cause of the occurrence is inconclusive; user technique may have contributed to the occurrence.

Event description:
As reported to customer relations via complaint form "when the doctor was trying to insert the flange into the transfer tube, the nitinol ring broke through the silicone disc." Follow-up with the associated cook sales representative indicated the defective device was not implanted. A second efp device, from the same lot, was utilized to complete the procedure. There were no complications with the second device. There was no harm to the user or patient.